Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported clip open while locked in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. Final arm angle (faa) was established and the clip was deployed. After deployment, the clip opened to approximately 15 - 20 degrees. The clip was stable on the leaflets; however, two additional clips were implanted to stabilize the first clip and further reduce mr. Three clips implanted, reducing mr to <1. There was no clinically significant delay in the procedure. No additional information was provided.